Event description:
Customer reported low blood glucose symptoms with result of 46 mg/dl obtained on the aviva system. She was treated with orange juice, and within 10 minutes tested 30-40 md/dl higher than result of 46 mg/dl on the aviva system. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.